Event description:
Analysis of the generator was completed on (B)(4) 2013. Electrical tests results showed that the pulse generator performed according to functional specifications. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient's generator was showing ifi = yes and the physician feels like that is sooner than expected. It was reported that the device settings are 3.25/20/130/21/0.5. The last interrogation was in (B)(6) 2013 with ifi=no. It is unknown if the physician has undergone any other surgeries since device implant. The patient was referred for surgery. The patient underwent generator replacement on (B)(6) 2013. The generator was received for analysis on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device history records reviewed. No device failure occurred; however, the device did reach an end of life condition earlier than expected due to the generator remained programmed to a high output state during manufacturing. The event did not cause or contribute to a death or serious injury.

Event description:
Review of the available information shows that cause for the premature end of life allegation is due to the device being hit with electrocautery during initial implant. There is a chance in which the asic latch-up condition could escape detection. Escape would require the following to occur while the asic is latched: the implanting surgeon does not perform a system diagnostic test, and the device does not perform a daily (24 hour) diagnostic test, both within the 23 hour latch window. If this scenario were to occur, the asic latch would remain undetected and result in the ~48% reduction of battery life. It appears that this is the situation for this device. The available programming history shows that the only one system diagnostic test was performed on the date of implant, and it is likely that this was performed once the generator was in the pocket. It appears that electrocautery may have been affected the generator following this diagnostic test. In addition, no internal 24-hour check occurred until after 23 hours. The rough blc performed with the available data shows that the device should have taken ~2 years from bol to ifi: in the field, this took ~1 year which is consistent with a 48% decrease in battery life. Furthermore, burn marks were observed on the generator. These marks were determined to not be from device explant; therefore, they would likely be from device implant, supporting that the device was exposed to electrocautery from the time of implant.

Event description:
Review of the available programming and diagnostic history showed that the vns patient¿s generator was programmed to the same settings as those as-received. Therefore, the device was likely delivering therapy at these settings from (B)(6) 2012 to (B)(6) 2013. Using the generator battery longevity table at the patient¿s last known programmed settings, the approximate battery life from beginning of life (bol) to end of service is 1.8-2.1 years. Given the output current and duty cycle, it appears that the battery depleted at a normal, expected rate. Review of the decoder data showed normal battery consumption. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records, available programming and diagnostic history, and decoder data were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
Review of the DHR for this generator shows that the final electrical test (fet) on (B)(6) 2012 failed resulting in the generator not being re-programmed to off settings. The next fet from (B)(6) 2012 was successful, and the device was programed off at the conclusion of this test. However, the generator likely stayed in this high output state for months before being subjected to fet again, effectively programming the generator off. During the time in between fet tests, the generator is believed to have used a significant amount of battery capacity. This, in addition to the electrocautery exposure, contributed to the premature end of life indicator.